Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER with shortness of breath to have device checked. Loss of capture was noted on the right ventricular lead. X-ray confirmed rv lead dislodgment. Patient is completely dependent. The rv lead was explanted and new lead was implanted. Patient was stable.